Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was implanted successfully, an iliac perforation was noted upon removal of the 22fr sheath. The physician¿s performed a surgical repair of the vessel. The patient has a previous history of a right proximal iliac stent placement 6 weeks prior to the procedure. The edwards 22fr sheath was inserted but the physician was unable to pass the sheath through the iliac stent. The transition point of the sheath and introducer was getting caught on the peripheral stent struts. Angioplasty of the stent was performed in attempt to further expand the stent. The edwards 22fr sheath was inserted a second time without issue, the delivery system advanced around the aortic arch without issue. The valve deployed without issue. During removal of the sheath the physician felt a "pop" then the sheath was partially removed with ease. There was an immediate drop in systolic blood pressure (sbp), vasopressors and colloids were given to increase pressures, and a 40mm coda balloon was inserted into the abdominal aorta and inflated. The patient's sbp rebounded. An angio was performed of the right iliac and revealed a large perforation of the right femoral artery distal to the iliac stent. The coda balloon remained inflated and the patient was transferred to the or for surgical repair of the vessel. Per the physician, surgical repair of the vessel was successful and post-procedure 24 hours the patient is stable in ICU. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 6.8mm, but the minimum luminal diameter of the vessel at the location of the dissection is unknown. The vessel was described as mildly calcified. Per report, the event was not caused by a device malfunction. In addition, no difficulty was noted when inserting the dilators.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 6.8mm, and the vessels were noted to be mildly calcified. In this case, the root cause of the reported right common iliac dissection cannot be confirmed; however, it is likely that the difficulty advancing the sheath through the previously deployed proximal iliac stent, in combination with the less than adequate size of the vessel and mild calcification, caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.